Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that an intraocular lens (iol) was implanted and caused "great discomfort." The iol was exchanged for an alternate iol. A third intraocular implantation procedure was performed with an unknown iol. It was noted that the consumer needs a corneal transplant and has steroid induced glaucoma however, the event details and consumer ocular history are unknown. Additional information has been requested however, further information has not been received. This is 2 of 2 reports for this consumer report.